Event description:
It was reported that the user perceived a charging issue with the ilet system when the pump indicated it needed to charge despite showing a solid green light on the charger, and the concern was later attributed to an issue with an external continuous glucose monitoring system rather than the ilet charger, aligning with a charging problem associated with the battery charger component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed a power source problem was identified in context of the reported charging issue, corresponding to a charging problem linked to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.